Event description:
The customer reported that a bd pyxis¿ anesthesia station es system unexpectedly rebooted when user attempted to login. The nature of the procedure was not disclosed. The required medication was not disclosed. The reported delay was 5 to 15-minute to patient care. The customer retrieved the required medication from a nearby station. No patient or user harm was reported.

Manufacturer narrative:
This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA 10308384. The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section. A review of the complaint history for sn 16010499 was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn 16010499 was performed from 19-oct-2020 to 19- oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station presented no errors upon testing. Field service technician reported that the customer's ground fault circuit interrupter power outlets were operational but not displaying the expected green light indicators. The product support specialist suggested that the customer's facility manager verify the correct operation of these outlets. But the issue did not reproduce. The system functioned as intended after being assessed by the field service engineer.